Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, this issue occurred with multiple cartridges. A new cartridge was eventually loaded successfully to resolve the issue. There was no adverse impact to the customer's blood glucose level.